Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. E.1.: initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 20 mm synergy xd drug-eluting stents were selected for use. Upon opening the package, the stent was found already detached from the shaft. No patient complications were reported.